Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Cystectomy - "while entering the first trocar through the abdominal layers the surgeon notice difficulty in the insertion force, he took the trocar out and notice the tip was broken." Type of intervention: na. Patient status: ok. No patient injury. No unintended materials left in the patient.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted that the tip of the obturator was fractured. The fragments returned matched the missing portion on the obturator. Applied medical has recently implemented process enhancements intended to further minimize the potential for this type of event to occur. The probability and criticality of harm resulting from this failure mode have been evaluated and found to be at an acceptable level.